Event description:
Per user facility medwatch form, during a laparoscopic nephrectomy procedure, while using the harmonic ace scalpel/cautery device, the white tip at the end of the device fell off into the patient. This was noticed by the surgical team and removed prior to completing the surgery. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.